Event description:
Outbound. Multiple pump no disposable alarms while using cadd legacy pump (B)(4) and 100 ml flow stop cassettes from lot 4219999, expiration 16/nov/2026. No further details provided.